Event description:
Pt had cardiac catheterization which showed severe stenosis of lad. Attempt made with rotablator to correct the lad stenosis and the device became lodged in the vessel and could not be retrieved. Pt sent for emergent surgery to remove the device. Pt died following surgery.